Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced radiating pain and occasional tenderness, patients lead had shifted towards the right causing radiculopathy into the right rib cage area. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted, replaced and repositioned to address the issue.